Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigation results are available.

Event description:
A customer reported receiving a reading of 400 mg/dl on his freestyle freedom lite meter and self-dosing with insulin off of that reading, which resulted in an insulin reaction. The paramedics were called and treated customer with intravenous glucose. There was no report of death or permanent impairment associated with this medical event.